Event description:
Patient was implanted with tibial nail and four screws on an unknown date. The implanting facility and surgeon is unknown. Patient presented to the explant surgeon complaining of irritation and discomfort from palpable locking screws where patients work boot rubbed. Surgeon returned the patient to the or on (B)(6) 2012 for removal of screws. At the patient's request, the surgeon also removed the tibial nail. Surgeon confirmed that healing of original fracture was complete. The handle of the hammer split in two pieces and broke off as the surgeon was removing the nail. There were no fragments to retrieve from the surgery site. Patient was reportedly recovering well. This is 3 of 5 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.